Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff surgery, the anchor broke off inside the patient and pieces were removed, as a result of this, an additional bone hole was required and a void was left in the patient. A backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, was returned for evaluation. Visual assessment of the device showed no anchor was returned. The inserters inner shaft has been broken off at its distal end. Dimensional assessment of the inner shaft confirmed it met print specifications. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.